Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2011-00310.

Event description:
It was reported that, "there was a broken screw and the cup changed position. The sales rep requested medical records and op reports the hospital refused. The sales rep will send a picture of an x-ray that he will send."